Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent, and the guide tooth of the lead was extrinsically damaged. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited fixation difficulty during the initial implant, dislodged, and exhibited undersensing. An alternate lead was placed. No patient complications have been reported as a result of this event.